Event description:
After polypectomy using argon beam coagulator, pt found to have free air in abdomen. Pt to surgery for repair of perforated colon. Dates of use: (B)(6) 2006 - (B)(6) 2011. Event abated after use stopped or dose reduced: yes.